Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-30502. It was reported during an ipg replacement (related manufacturer reference number: 1627487-2020-03534) intraoperative imaging showed both of the leads had migrated. In turn, the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.